Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). On (B)(6) 2018, it was learned the patient initially presented with concerns of withdrawal. The pump logs were without an event. The reservoir had the appropriate volume, and the pump was successfully refilled. The catheter dye study was normal. The patient had a uti (urinary tract infection) on further review and received IV (intravenous) antibiotics and then oral antibiotics. The patient responded well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen 2000 mcg/ml; 1102.4 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2018. It was reported the pump was refilled on (B)(6) 2018 and the hcp was pretty certain she did not miss the site. The patient started to experience withdrawals and was currently ((B)(6) 2018) in the emergency room (ER). The hcp planned to check the pump logs and pump reservoir (B)(6) 2018. No further complications were reported.